Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage besides crystal deposits at the output window; the connector appears in good condition; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported during a prostate procedure, first fiber was not used. No information provided why it was not used. The case was completed using an alternate procedure (turp). There was ¿no damaged to the patient¿ reported.